Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 43 mg/dl. Low bg cause was not known. Customer consumed glucose tablets and carbohydrates as treatment actions.